Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During field service installation of the device, the user reported the heart lung console batteries would not charge. A power supply 2 failure occurred. The device was returned for further investigation. Since the event occurred during installation of the device, there was no patient involvement during this event.